Event description:
Increased pain, swelling, and fluid accumulation to both knees [swelling of knees] ; increased pain, swelling, and fluid accumulation to both knees [pain in knee] ; increased pain, swelling, and fluid accumulation to both knees [effusion of knee] . Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves an elderly male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced increased pain, swelling, and fluid accumulation to both knees. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, at a dose of 6 ml, once (lot - 7rsl024e, 31-may-2020) for osteoarthritis in both knees. The patient returned to the clinic on (B)(6) 2018 with increased pain, swelling, and fluid accumulation to both knees (onset date: 2018). The patient had 60 ml of fluid aspirated from one knee, unknown amount aspirated from the other knee and was treated with a corticosteroid. The practitioner believed that the patient needed knee replacement because he was elderly and his osteoarthritis was severe. No additional information provided. Final diagnosis was increased pain, swelling, and fluid accumulation to both knees. Corrective treatment included corticosteroids and arthrocentesis (60 ml of fluid aspirated from one knee, unknown amount aspirated from the other knee) for all the patient outcome is reported as unknown for all events seriousness criteria: required intervention for all events

Event description:
Increased pain, swelling, and fluid accumulation to both knees [swelling of knees] . Increased pain, swelling, and fluid accumulation to both knees [pain in knee]. Increased pain, swelling, and fluid accumulation to both knees [effusion of knee]. Case narrative: initial information received on 14-nov-2018 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves an elderly male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced increased pain, swelling, and fluid accumulation to both knees. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On 31-oct-2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, at a dose of 6 ml, once (lot - 7rsl024e, 31-may-2020) for osteoarthritis in both knees. The patient returned to the clinic on 12-nov-2018 with increased pain, swelling, and fluid accumulation to both knees (onset date: 2018). The patient had 60 ml of fluid aspirated from one knee, unknown amount aspirated from the other knee and was treated with a corticosteroid. The practitioner believed that the patient needed knee replacement because he was elderly and his osteoarthritis was severe. No additional information provided. A product technical complaint (ptc) was initiated on 20-nov-2018 for synvisc one. Batch number 7rsl024e, global ptc number: 56381. The production and quality control documentation for lot number 7rsl024 expiration date (31-may-2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 7rsl024 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 20-dec-18 there were 2 complaints on file for the lot number 7rsl024 and all related sublots. 2 complaints were on file for lot number 7rsl024e: (2) adverse event reports. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final investigation complete date was 20-dec-2018. No safety issues were indicated in this review. Final diagnosis was increased pain, swelling, and fluid accumulation to both knees. Corrective treatment included corticosteroids and arthrocentesis (60 ml of fluid aspirated from one knee, unknown amount aspirated from the other knee) for all the patient outcome is reported as unknown for all events seriousness criteria: required intervention for all events follow up received on 06-dec-2018. No new information received. Additional information was received on 20-dec-2018. Global ptc number and ptc results were added. Text amended accordingly.